Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - albuterol, bisacodyl, docusate, fluticasone, formoterol fumarate, omeprazole, trazadone, venlafaxine. (B)(4). Evaluation summary - the contralateral leg component was returned to gore and an engineering evaluation performed. According to the evaluation, the device was returned with the delivery catheter broken at the trailing olive, and the polyimide guidewire lumen had pulled out of the trailing olive bond. The imprint of the polyimide guidewire lumen was seen inside the trailing olive, showing that the polyimide had been bonded to the trailing olive. The introducer sheath was not returned and could not be evaluated. The findings from the evaluation are consistent with the reported observations for catheter separation. The reported observation of the catheter catching on the introducer sheath could not be confirmed with the available information. The root cause for the broken leading end of the catheter could not be determined with the currently available information. According to the gore excluder aaa endoprosthesis instructions for use (IFU), do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. Additionally, the IFU states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together.

Event description:
On (B)(6) 2016, the patient underwent treatment of a left common iliac artery (lcia) aneurysm using a gore&#59397;excluder&#59393;aaa endoprosthesis. It was reported the patient had previously been implanted with an endologix device for treatment of an abdominal aortic aneurysm and subsequently developed the lcia aneurysm, requiring additional stenting. After a 23 mm contralateral leg component was advanced into position with no issue, imaging reportedly showed the device did not extend as far distally as intended. The device was reportedly withdrawn back into the sheath to exchange the device for a longer length component. It was reported that during withdrawal of the undeployed device back into the sheath, some resistance was met due to tortuosity of the iliac arteries. The delivery catheter reportedly caught on the edge of the sheath, causing the catheter to break at the polyimide/trailing olive junction. It was reported that as the device was in a good position for coverage of the lcia aneurysm, the device was deployed with no reported issues. A snare catheter was then used to successfully retrieve the detached portion of the catheter from the patient. It was reported no additional devices were needed for additional distal extension. Final angiography showed exclusion of the aneurysms, and the patient tolerated the procedure.